Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since pilot holes, k-wires and a pedicle screw were placed in the patient's spine in a different position than desired with navigation involved, although according to the surgeon: the final outcome of this surgery was successful as intended, with all placements correct at the end of the surgery. There was no harm nor negative effect to the patient due to the placements, also not due to surgery/anesthesia prolong of ca. 1.5 hours. There was no (direct or increased) risk to harm a critical structure due to the deviating placements. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause of the reported deviating placement of the screw at right l2 from its intended position by ca. 3mm medially, with previously placed k-wire at right l2 having also deviated, and the k-wire at left l2 placed less than ideal with the aid of navigation was a relative movement of the vertebrae (l2) in relation to the left iliac crest where the reference was attached during the surgery. The indication of an unstable spine (metastatic lytic lesion at l3) increases the likelihood of relative bone movement, in addition to the forces required to prepare the bone and to insert the screw. Vertebra movements relative to the navigation reference array during surgery cannot be recognized by the navigation when displaying tracked instrument positions on the pre-surgery patient scan. Apparently, the resulting deviation of the navigation display was not recognized by the user with the necessary navigation accuracy verification after the registration scan was performed, throughout the procedure, and while placing the k-wires and screw at l2. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
A minimally invasive surgery on the lumbar spine for posterior fusion of vertebrae l2 to l4, due to a metastatic lytic lesion of l3, with intended placement of 4 pedicle screws for fixation, was performed with the aid of the display by the brainlab navigation software spine&trauma 3d 1.5. During the procedure the surgeon: with the patient in prone position, attached the navigation reference array with the 2-pin fixator and 2 schanz pins (4x150mm) to the patient's left iliac crest. Acquired an intra-operative CT scan with automatic image registration of the current patient anatomy to the navigation, verified and accepted the registration to proceed. Used the navigated pointer to determine the skin incisions and planned the screw placements with the pointer. Prepared the pedicles (pilot holes) by drilling through the navigated drill guide 3.2mm to the planned trajectories. Placed k-wires 1.37mm into the pilot holes down the navigated drill guide, first in right l2, then left, afterwards bilateral in l4. Checked the k-wire placements with an intra-operative c-arm fluoroscopy, determined that the right l2 k-wire was not in the pedicle as intended, and removed this k-wire. Placed the right l2 pedicle screw with a non-brainlab screwdriver calibrated to the navigation, following the pilot hole without k-wire. Since c-arm verification showed this right l2 screw deviating from the intended position by ca. 3mm medially, decided to remove this screw and to continue this surgery without the aid of navigation, and under fluoroscopic guidance instead. Re-verified the k-wire placements with the c-arm, determined the positions in l4 as acceptable, but the left l2 k-wire appeared also not ideally placed as intended. Used a non-navigated jamshidi to check the pilot holes in l4 for correctness under fluoroscopic guidance, replaced the k-wires and also placed the pedicle screws following the k-wires with the not navigated screwdriver bilaterally in l4 under fluoroscopic guidance. Revised the pilot holes in l2 with the jamshidi needle, re-placed the k-wires and placed the screws following the k-wires bilaterally in l2, with all these steps done under fluoroscopic guidance. Determined with a final x-ray verification that all screws were placed correctly, and completed the surgery successfully as intended. According to the surgeon: the deviation of 2 of the 4 k-wires, and of 1 pedicle screw placed with the aid of navigation was detected by the surgeon before finalizing the surgery with a c-arm verification, and the placements were corrected with fluoroscopic guidance at the very same surgery. The final outcome of this surgery was successful as intended, with all placements correct at the end of the surgery. There was no harm nor negative effect to the patient due to the placements, also not due to surgery/anesthesia prolong of ca. 1.5 hours. There was no (direct or increased) risk to harm a critical structure due to the deviating placements. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either.